Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was evaluated by a zoll aprroved business provider. The evaluation confirmed that the ground resistance is too high. As a result, the monitor board was replaced to remedy the problem. No emerging trend based on similar reports.